Event description:
Per the clinic, the patient experienced a loss of connection to the internal device and swelling at the implant site subsequent to experiencing a head trauma on (B)(6), 2014. The implanted device remains.

Manufacturer narrative:
This report is filed october 23, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.